Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the proxabrush gobetween cleaners and the wires started to break off.